Manufacturer narrative:
D1: brand name: replace minicap transfer set with minicap. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace (B)(4) with (B)(4). G4: combination product: add no (previously blank). H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector (dark blue) and the main body (light blue) of the twist clamp on a minicap transfer set. This was described as ¿the dark blue unscrewed from the light blue." This was observed while disconnecting from peritoneal dialysis therapy. The transfer set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.